Manufacturer narrative:
Inspected 3 sealed enlite sensors, analysis not required for sealed sensors due to sensors being expired. Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer had a threshold suspend alarm and his sensor was reading at 60 mg/dl. Customer stated that it stayed around 60 mg/dl for about 2 hours. Customer also had a calibration error. Customer did have the sensor turned off. Customer removed the sensor and nothing was bent or damaged. It was explained that the interstitial signal seemed to have never gotten to a place where the pump would have not given a calibration error. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.